Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is still having reading accuracy issues. Customer stated that has had between 50 to 100 points of difference between the sensor reading and the blood glucose reading. Like one that the sensor glucose was showing 80 mg/dl and the blood glucose value was 190 mg/dl. Nothing further reported.